Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Device did not meet design specification in one location; however, it cannot be confirmed that this device released with the out of specification dimension and that the subsidence reported was not a result of the preparation/surgical technique performed. This report submitted january 19, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. During the procedure, the surgeon reamed and broached to a size 15 and upon attempted insertion of the 15mm stem, the implant subsided. He removed the stem and without additional reaming or broaching he attempted to implant a 16mm stem; which also subsided. The surgeon removed the stem and cemented another type of stem. There was no injury to the patient or significant delay to the procedure as a result.